Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the production documented and the provided device data. The manufacturing process of this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were analyzed. The analysis found an inconsistency between the currently drawn charge amount and the battery voltage. To prevent potential harm to the patient, we recommend to exchange the device as a caution and to return it to biotronik for analysis. Of course, this recommendation cannot replace the medical assessment and weighing of the individual circumstances of the patient by the physician.

Event description:
Ous MDR. After an implantation period of approximately 49 months, it was reported that the battery was depleted. The event and explant dates were not provided.

Manufacturer narrative:
(B)(6) 2017 - the ICD was explanted on 10 february and returned to biotronik for analysis on (B)(6). The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was mol1, 21 charge processes had been documented. The charge drawn from the battery was checked. The check indicates an unexpected discharge of the battery. The current uptake of the device was analyzed, and it turned out to be unremarkable. An additionally performed long-term study of the current uptake also did not show any anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. In a next step, the ICD was opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. It showed an increased heat tone. In a next step, the battery was opened and examined. A short-circuit was found within the battery. This short-circuit allowed an increased battery-internal self-discharge. This contributed to premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, it can be assumed that the therapy functions that are critical for the safety of the patient were available without restrictions during the implantation time.